Event description:
Biotronik ICD (ilesto 7 vr-t dx) failed to communicate with programmer due to rf interference from thoratec heartmate iii, shielding between devices was required (iron frying pan) to manage communication. No "tests" were possible. Communication malfunctioned due to rf frequency produced by lvad pump. FDA safety report ID# (B)(4).